Event description:
It was reported that the patient presented remotely via (B)(6). Interrogation of the implantable cardioverter defibrillator revealed far r over-sensing. No interventions were made. The patient was stable.